Event description:
Meter name: surestep enhanced. Strip name: unknown. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: thristy. The patient reported that the pt was not able to get a result from the meter. The meter allegedly does not turn on. There was no result obtained from the meter. There was no result obtained from any other device. There was no comparison between the patient's meter and any other device. There was no treatment. No further information has been reported.